Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd luer-lok¿ disposable syringe, at the time of preparation of the cytotoxic syringe, the preparers realized that the graduations on the syringes were staggered and unreadable. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: one loose 1ml assembled syringe was received by bd canaan and reported to be from batch #7207888 (p/n 309628). The sample was visually evaluated. The syringe was found to have missing and illegible print. DHR review for batch 7207888 (p/n 309628): manufacturing date: 08/19/2017 to 08/23/2017. Batch quantity was 302,400. Printing and assembly records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7207888 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Based on the sample evaluation bd canaan was able to confirm the customer's indicated failure. Root cause is undetermined. Based on the severity assigned to this complaint and the results of the complaint lot history check, CAPA is not required at this time. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.